Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka). The patient's blood glucose levels were not provided, and no further information was reported. Further information about the event has been requested. No further information provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.